Event description:
Customer reported the monitors went blank during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.